Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year and 7 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 80ncm of primary stability was achieved (excessive torque), the patient presented bone type iii and biomechanical overload has happened.